Manufacturer narrative:
Product complaint (B)(4). Batch # r59j3r. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify the statement you made regarding " the patient is stable and in the hospital now." Was the hospital stay for the patient extended? Or is this hospital stay typical for what is done after this procedure? Unknown.

Event description:
It was reported: staples malformed. During the open radical esophagectomy for esophageal cancer, when did anastomosis of stomach and esophagus, after fired, noted the 2/3 staples malformed with irregular shape. Another new cdh25a was used to complete the surgery. The surgery delayed about 30 minutes. The patient is stable and in the hospital now.